Manufacturer narrative:
Liebel flarshiem field service engineer reports, fse checked the cables, connectors and switches. They were fine. Tested the injector per service manual (CT 9000 adv injector service manual, p/n 800961, section 6.) And it passed. Verified proper operation. Cleaned the injector. Fse could not get injector to fail in operation. Injector system return to full service to the customer.

Event description:
Customer stated, while doing a CT scan of the abdomen/pelvis procedure to rule out abdomen pain, using contrast optiray 320 in a prefill syringe. The injector protocol was a volume of 100ml at 2ml/sec contrast was injected through a 22 ga system in the left hand to rule out lower abdomen pain. The patient received an extravasation to the left hand. Customer reported only 57 ml of contrast was delivered with most of it delivered to the abdomen and pelvis. The injector was stopped when the nurse noticed a small extravasation. The needle was removed. The area grew in size to 3inches by 2inches area. Compression along with a heat pad was held on the site to express the extravasation out. Customer said, the patient was fine and a new venous excess was obtained and the rest of the remaining contrast was given to complete the procedure. Patient was then taken back to his room. Customer did state, that the nurse did have a difficult time starting the first venous site due to the vein blowing before getting venous access for the procedure started.